Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was not coming online due to a damaged network cable and a dead wall network port. A field service engineer replaced the network cable restoring partial connectivity. However, fse found that the wall network port was found to be bad and advised the customer to contact their information technology (it) department to fix the bad network port. The customer acknowledged and agreed to proceed with their it team. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was showing as offline. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.